Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, user mentioned that station offline and screen when power off. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) removed the drawer from the auxiliary cabinet and examined the connections. No obvious cause was found for the drawer bringing the station down or preventing it from starting up. The fse replaced the drawer with one from a station in storage and transferred all pockets into the new drawer. Then drawer was tested using hardware test application (hta). The customer verified that the drawer functionality. The system functioned as intended after the field service engineer repaired the device.